Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Device remains implanted.

Event description:
Patient had a nexgen cr flex femoral component implanted on (B)(6) 2011 by dr. (B)(6) at (B)(6) medical center. Patient alleges pain and injury. The patient was revised on (B)(6) 2013. Patient underwent a 2nd revision on (B)(6) 2015. Only the tibia and articular surface were revised. Note that the persona tibial and femoral components are of zimmer biomet (B)(4) design control and the tm patella is of zimmer biomet (B)(4) design control.